Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 0, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed on how to reset the pump and was advised to continue using it. They were told to call back if the malfunction code recurs, and they acknowledged this guidance.